Event description:
The following has been reported: biomed reported: "cassette misloaded error and touchscreen intermittently not working." Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for mechanical hardware failure (screen no input). The device was attached to a bracket and powered on. No alarms or errors occurred. The device touchscreen functionality was confirmed to be working both with and without an infusion running. The device was opened to inspect for internal damage and connection integrity. No internal damage was identified and all connections were secure. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The device will be sent to repair before the device is sent to the test line for full functional testing. Correction to initial MDR: the initial MDR incorrectly had lvp-004 in the model # and catalog # section d4. These numbers have been corrected in this submission.